Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6), 2013.correction: the correct model # is 93329; not 93330 as previously reported.this report is filed aug 1, 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was prescribed oral antibiotics. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6) 2013.